Manufacturer narrative:
This device has not been returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that tones were emitted when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). A follow up noted that a red end of life (eol) screen appeared. At the previous check in (B)(6) 2018 the battery showed 74% remaining. The patient was hospitalized and a revision was going to take place. No adverse patient effects were reported. A device memory review by engineering confirmed that the device was malfunction and depleting prematurely in a manner consistent with capacitors degradation due to traces of hydrogen gas in the sealed device environment battery. Therapy availability was in question and prompt replacement was discussed. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was able to sense and deliver a shock during manual electrical testing. Residual gas analysis indicated a higher percentage of hydrogen gas than normal inside the pg case. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition, which depleted this s-ICD's battery. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that tones were emitted when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). A follow up noted that a red end of life (eol) screen appeared. At the previous check in december 2018 the battery showed 74% remaining. The patient was hospitalized and a revision was going to take place. No adverse patient effects were reported. A device memory review by engineering confirmed that the device was malfunction and depleting prematurely in a manner consistent with capacitors degradation due to traces of hydrogen gas in the sealed device environment battery. Therapy availability was in question and prompt replacement was discussed. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.